Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml gablofen baclofen at a dose of 569.6 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that per the pump logs, a motor stall occurred at least since (B)(6) 2016. The managing doctor at that time no longer manages intrathecal baclofen pumps so no further information surrounding this event was available. The patient's current hcp was not aware of the motor stalls until the logs were read on (B)(6) 2017. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The issue was resolved at the time of this report. The patient's status was "alive- no injury" and no further complications were expected or anticipated. The patient's medical history included: cardiomyopathy, cellulitis of finger, choreoathetosis, cerebral palsy, developmental delay, deaf/non-speaking, dysphagia, essential hypertension, pneumonia, premature birth, psoriasis, seizure, sleep apnea, vns placement, closed fracture carpal bone, vitamin d deficiency, and wheelchair bound. Allergies included: clindamycin, morphine, and aspirin. The patient's concomitant medications included: baclofen prn, zyrtec, lasix, klor-con, vitamin d, protopic ointment, bactroban ointment, vibramycin, soriatane, zyprexa, miralax powder, zoloft, thick-it powder, desyrel, calcium + d3 tablets, vimpat, depakote capsule sprinkle, culturelle, ibuprofen prn.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Analysis also found battery high resistance and an alarm anomaly of an undetermined cause. The pump was included in the potential battery performance population. If information is provided in the future, a supplemental report will be issued.